Event description:
The customer reports the unit can not charge.there was no reported patient involvement/adverse patient impact

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.